Event description:
It was reported that the left ventricular lead outputs had to be increased due to increased pacing thresholds and rising and high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 1688tc, implantable pacing lead, (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2010. (B)(4).